Manufacturer narrative:
Sensor 0m0064n7rtm has been returned and investigated. No physical damage was observed with the sensor patch and no issues were observed with the adhesive. The sharp was not returned. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported skin irritation while using the adc freestyle libre sensor and experienced infection symptoms described as pain, swelling, redness, and pus coming out of the sensor site. Hcp contact was made on (B)(6) 2021 and was provided medical treatment for their symptoms. No further information was provided. No third-party medical treatment was provided. There was no report of death or permanent injury.

Manufacturer narrative:
This serves as a correction report. G3 - date received by mfg was incorrectly documented in the follow up #2 report as 01oct21. The correct g3 date should have been 14jan22.

Event description:
A customer reported skin irritation while using the adc freestyle libre sensor and experienced infection symptoms described as pain, swelling, redness, and pus coming out of the sensor site. Hcp contact was made on (B)(6) 2021 and was provided medical treatment for their symptoms. No further information was provided. No third-party medical treatment was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed with the sensor patch and no issues were observed with the adhesive. The sharp was not returned. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.this report is a correction to the prior report in section h10 due to the invalidity of the serial number (0m0064n7rtm). The precise serial number is (B)(6) .

Event description:
A customer reported skin irritation while using the adc freestyle libre sensor and experienced infection symptoms described as pain, swelling, redness, and pus coming out of the sensor site. Hcp contact was made on (B)(6) 2021 and was provided medical treatment for their symptoms. No further information was provided. No third-party medical treatment was provided. There was no report of death or permanent injury.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported skin irritation while using the adc freestyle libre sensor and experienced infection symptoms described as pain, swelling, redness, and pus coming out of the sensor site. Hcp contact was made on (B)(6) 2021 and was provided medical treatment for their symptoms. No further information was provided. No third-party medical treatment was provided. There was no report of death or permanent injury.